Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to change her infusion set, and the insulin pump was alarming no delivery. The customer's blood glucose was 150 mg/dl. Troubleshooting was done. The customer was not able to complete the troubleshooting because she disconnected from the call. Nothing further reported.